Event description:
This is filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. A ntw (lot: 30315r1040) was implanted. While removing the delivery system tissue was noted in the left atrium. Further observation revealed swelling and blistering on the left atrium, about 1-2cm anterior of the transseptal puncture. There was no observed valve or chordal damage. The procedure ended with mr reduced to trace. It was unknown what caused the tissue damage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury (no treatment) associated with the conservative assessment that the tissue noted in the left atrium was due to a tissue injury could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.